Manufacturer narrative:
Removal of easyspine system, no information about the reason of revision. Original surgery date unknown. No other information provided. Device not returned.

Event description:
Revision to remove easyspine system.